Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on a 73yrs old male patient. The results provided were: sid (B)(6), initial=3.24 ng/dl /repeated=1.00 ng/dl laboratory reference range for ft4=0.7 to 1.48 ng/dl there was no reported impact to patient management.